Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The medtronic sales representative reported that while performing an in-service on a ft10 electrosurgical generator for hospital staff she received a shock and burned while demonstrating the equipment¿s functionality by activating a maryland instrument connected to the ft10. When activating the device on a wet paper towel the sales representative received a small burn on the end of her pinky. The burn was treated with burn cream and a band aid. The sales representative stated that the tip of her pinky continued to throb, and was "hot" to the touch for a few days. Her nervous system was also on edge as she had a recent pre-existing injury to her nervous system that she is still recovering from. A week later and she still cannot feel the end of her pinky finger. The burn site has healed for the most part, but the nerves in the tip of her finger are numb and have not returned back to normal. The maryland instrument was not a medtronic device. The grounding pad, pencil, ufp adaptor and cord were all medtronic devices. There is no allegation of any device failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.